Event description:
It was reported that a significant resistance occurred during filter removal. The 30% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 190cm filterwire ez embolic protection system was used for carotid stenting procedure. However, during recovery, it can only recapture 3/4 of the filter due to significant resistance. The physician tried to push it out, but it could not be completely recovered. Subsequently, the physician increased efforts to recapture the filter, but the sheath burst, resulting in a greater risk. The procedure was completed with another of the same type of product. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the filterwire ez was returned for analysis. Visual examination revealed the wire returned inside the delivery sheath and the filter bag came back in deployed state. The torquer device was returned. It is possible to observed that the wire was exposed through the delivery sheath. The spring tip was bent. Functional inspection revealed sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Based on the evidence, the reported allegations of filterwire damaged/defective and filterwire difficult/failure to capture/retrieve filter was confirmed, as the wire was found exposed during visual test which could have contributed to the reported issues.

Event description:
It was reported that a significant resistance occurred during filter removal. The 30% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 190cm filterwire ez embolic protection system was used for carotid stenting procedure. However, during recovery, it can only recapture 3/4 of the filter due to significant resistance. The physician tried to push it out, but it could not be completely recovered. Subsequently, the physician increased efforts to recapture the filter, but the sheath burst, resulting in a greater risk. The procedure was completed with another of the same type of product. No complications were reported, and the patient condition following procedure was stable. It was further reported that the device was removed from the patient by pulling and pushing it multiple times. No intervention was performed during the device removal.

Event description:
It was reported that a significant resistance occurred during filter removal. The 30% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 190cm filterwire ez embolic protection system was used for carotid stenting procedure. However, during recovery, it can only recapture 3/4 of the filter due to significant resistance. The physician tried to push it out, but it could not be completely recovered. Subsequently, the physician increased efforts to recapture the filter, but the sheath burst, resulting in a greater risk. The procedure was completed with another of the same type of product. No complications were reported, and the patient condition following procedure was stable. It was further reported that the device was removed from the patient by pulling and pushing it multiple times. No intervention was performed during the device removal.